Event description:
It was reported that after tunneling was completed, the ring of the graft became loose when the surgeon pulled the exxcel graft. The procedure was completed well with a different graft. The device was reported as not a maquet cardiovascular device, but the exact replacement product info is unk.

Manufacturer narrative:
Method: the event is being investigated. Add'l info requested and will provide that info once received. Eval pending product return. (B)(4).